Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned, as it was possible to do fluoroscopy. The philips field service engineer (fse) inspected the system onsite and confirmed that it was unable to perform x-rays. Upon troubleshooting, fse found during the imaging, a "please change the protector" message is generated, and x-ray exposure can't be done. Fse checked the log files and found an error occurred on the image processing pc (ippc) unit, and images could not be collected. To resolve the issue, fse rebuilt the patient database inside the image processing unit (recreate image storage). After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.